Event description:
It was reported the patient's leads had migrated. Entire system was explanted and replaced. Post-operatively, stimulation therapy was restored. Related manufacturer reference number: 1627487-2022-06642, 3006705815-2022-18529.

Manufacturer narrative:
Further information received indicates the physician electively replaced the ipg and this device is no longer reportable. The device was fully functional prior to replacement.